Event description:
It was reported the ultrasonic surgical device had a burned teflon pad and observed black fragments on the patient tissue; the black residue was consistent with coagulum resulting from over-desiccated or carbonized blood/tissue during energy activation. The texture and coloration are typical of thermal coagulum rather than metallic debris. The issue occurred during a total laparoscopic hysterectomy. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.